Manufacturer narrative:
Gtin number for item: 2420-0007, lot: 17053122 is (B)(4). No product will be returned per customer. The customer complaint of bulge in the silicone pumping segment was confirmed per picture received by the customer. It was observed per picture that the silicone segment tubing had a ballooned bulge near the upper portion of the upper fitment. The root cause was not identified.

Event description:
The customer reported a bulge in the silicone pumping segment while connected to a patient. There was no patient harm.

Manufacturer narrative:
Correction on initial report: (disregard date of event).